Event description:
On (B)(6) 2012, the patient contacted animas alleging that she has been experiencing high blood glucose (bg) values during the night in the 500 mg/dl range with no signs or symptoms. The patient reportedly has been experiencing a high bg of 300 mg/dl in the daytime and then a high bg in the range of 500mg/dl in the night. The issue has been reportedly occurring for two weeks. It was indicated that the patient does not perform the fill cannula step on the pump. It was noted that an air bolus of 3 units of insulin was successfully performed on the pump. There were no setting or programming issues with the pump and no site/set issues noted. The patient has been reportedly working with the health care provider to assist her with adjusting pump settings. There were no indications of a pump malfunction and the patient is on currently on a back up-plant. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.